Manufacturer narrative:
H4: the lot was manufactured from january 4, 2021 - january 5, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: it was reported that the event occurred on an unknown day in (B)(6) of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the bag. This issue was discovered before the bag was opened. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.